Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the patient took the cartridge out of the pump, the cartridge was empty. The patient stated that the pump did not provide an empty cartridge alarm or a low cartridge warning. There was no indication that the incident caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-sep-2018 with the following findings: a review of the pump¿s histories showed no data for the time of the reported event due to continued use of the pump. During investigation, when 20 units remained in the cartridge, a low cartridge warning occurred. When cartridge was empty, an empty cartridge alarm occurred. The original complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.